Event description:
It was reported that during a coronary artery bypass graft procedure, when clipping mammary branches the clips were cutting through the vessel. It is unknown if the clips were normal shaped or malformed. There was bleeding, but the amount of blood loss is unknown. A second medium clip applier, clamp, and silk suture were used in procedure. The patient is still on pump in surgery.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: were clips malformed? Did clips scissor? Were any blood products given? Was there any change to post-op patient care? What is current status of patient?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: yes, some of the clips did scissor. But the main complaint was the clips were cutting through the vessel. There was blood given, but unknown if it had to do with the clip applier because it was a CABG. Were there any changes to the patient¿s post-operative? No answer was the clip that cut the mammary branches properly formed or scissored? Properly formed how much blood was given to the patient? Patient was on pump was the patient expected to receive blood during the procedure? Yes, but it was unknown if the transfusion was part of normal protocol for the procedure or as a result of the device issue. What factors led to the transfusion? It was unknown if the transfusion was part of normal protocol for the procedure or as a result of the device issue. As a result of the event, did the surgeon have to look for another artery for the bypass? No. Were there any changes to the patient¿s post-operative care as a result of the issues experienced with the device? Not aware of what is the patient¿s current status? Asku the analysis results found that the mcs20 device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed ten clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.